Event description:
Customer needed medical attention yesterday due to low blood glucose, found that when customer was using the bolus wizard customer wasent entering a blood glucose reading, just carbs. Explained that if customer dosen't enter a blood glucose reading the pump is going to show n/a next to active insulin. Customer understood. Stated that their blood glucose was 41 when the paramedics arrived at their home.